Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a fall patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue. During the procedure patients ipg became unable to communicate with external devices, patients ipg was then explanted and replaced to address the issue.